Event description:
On (B)(6) 2009, I had an l5-s1 fusion through the rear using infuse bmp. Within a week, I was in excoriating pain and went to the ER at (B)(6) hospital. They performed an MRI and it revealed a large fluid sac built up around my nerves. This sac remained through several other MRI's on (B)(6) 2010 and (B)(6) 2010 and I remained in excoriating pain through this. After approx seven and half months, I was told that they have seen this fluid build up around the nerves before, using infuse bmp, and that eventually it should go down. I had to have two more revision surgeries to remove bone growing around my nerves along with scar tissue and a cyst pressing up against my nerves. Prior to the third surgery, I was told that I had bone growing everywhere in my back except where it needed to be growing and that the only thing else that they could do for me is implant a spinal stimulator to help with the pain. I went to another physician for the third surgery at which point when they went into my back, they found that it wasn't fused and they had to remove all the hardware and perform a double fusion l5-s1 and l4-l5. This was performed through the front and back using bone graft from my hip. They also removed bone and cyst that was growing against my nerves along with a lot of scar tissue. To this day I am in severe pain in my buttock, legs, feet and back with the right side being worse than the left. Prior to the surgeries, I had pain in my back and left foot.